Event description:
Cine image review: review of the images confirms chronic total occlusion in the proximal vessel. Additional images show wiring, pre-dilation and deployment of the endeavor sprint rx stent. The images also show the perforation in the proximal rca at the distal end of the newly deployed stent. The images also show another stent has been deployed to cover the perforation.

Event description:
The physician was treating the rca with an endeavor sprint over the wire (otw) drug-eluting stent. The lesion totally occluded, was non tortuous with no calcification. The device was inspected prior to use with no issues noted. The lesion was predilated. The stent was deployed successfully and the stent delivery system was removed without issue. Post deployment a large perforation was seen at distal edge of the stent. The patient was transferred to ICU on a balloon pump and is improving slowly.

Manufacturer narrative:
Additional information received: lot details.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (delivery catheter used for post dilatation); (root cause undetermined - cine images not reviewed); inherent risk of procedure (perforation).